Manufacturer narrative:
The reported event of failure to power up was confirmed. Final analysis found burnt components on the main circuit board and a burned mark on the inner casing of the alternating current power adapter. Additionally, burnt components were noted on the main pcb of the transmitter.

Event description:
It was reported that the patient's merlin @ home transmitter could not power up following a storm which "blew out the electricity". Troubleshooting was unsuccessful and the transmitter was replaced.